Manufacturer narrative:
The actual complaint product was returned for evaluation. One (1) used sample was received without the original packaging. The sample was returned with a peach colored tape around the tube closer to the bumper. After decontamination, the sample was visually examined for damage on the inner/outer surfaces of all components. There is no visible damages noted for any of the components. The quad-lok was returned attached to the tubing. The internal connection of both components appears to be secure. Movement of the quad-lok in multiple locations on the tube was reviewed and the components appeared secure. The components were measured against the approved component specification for the quad-lok and for the tubing. All of the components were in specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that there is a problem with an external bumper that does not secure the tube in place . The tube migrated causing difficulty and cannot be secured with the included exterior bumper. Additional information was received on (B)(6) 2016 that states the exterior bumper was tight and secure during placement; however, the internal bumper pressed against the liver and the stomach; therefore, the patient had the tube removed in the operation room. No additional information provided.